Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The initial complaint description stated that the ventilator failed the flow transducer test during pre-use check allegedly because of a faulty expiratory channel printed circuit (pc) board. The logs were not available and no additional information was received. The field service engineer (fse) who was dispatched on site replaced the expiratory channel pc board with a new expiratory channel pc board but could not load the software after replacement. The fse instead reinserted the original expiratory channel pc board and successfully reloaded the software. The ventilator then passed all tests and was returned to service. The flow transducer test checks the inspiratory flow transducer, calibrates and checks the expiratory flow transducer. The logs covering the reported failed flow transducer test was not provided and therefore its cause has not been determined but it was most probably a pre-use check related issue. A solely failed flow transducer test will affect flow measurement only and will not affect ventilation.